Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Initial reporter (full) phone: (B)(6).

Event description:
A tego¿ connector was reportedly obstructed during a patient's hemodialysis sessions, and the connector needed to be replaced. The hospital infection service was activated to report a healthcare-associated infection associated with the central venous catheter. Additional information was later received stating that this event did not cause or contribute to patient harm or clinical injuries. Furthermore, it was reported that the patient did not suffer any type of infection.

Manufacturer narrative:
D9 - date returned to mfg: 7/29/2025. Twelve (12) used. List #055-d1000, tego¿ connector; lot #14150873 were returned for evaluation. Received two (2) photos of the samples in packaging. As received, the following conditions were observed: a torn/damaged seal, signs of a blood clot inside the fluid path, once the samples were flushed, no occlusion was observed, and a collapsed seal. No mating device was returned for evaluation. Complaint of obstructed tego connectors can be confirmed on eight (8) samples. The eight (8) samples that have the torn/ damaged silicone seal. The probable cause of the top silicone seal tearing is due to variation in tego seal material, which has a direct impact on the functional performance of the tego connecto, with an additional contributing factor regarding uneven adhesive application. The complaint could not be replicated or confirmed on four (4) samples. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.